Event description:
It was reported that the patient suffered a drop in blood pressure and became bradycardic. An angiojet zelante catheter was selected for use for a venous thrombectomy procedure in the iliac vein. The catheter was functioning normally and the device was run for about 200 seconds in thrombectomy mode. During thrombectomy mode, the patient's blood pressure dropped and the patient became bradycardic. The catheter was pulled out of the patient and chest compressions began. The patient is alive but their current condition is unknown.